Event description:
In the pt's file in the record and verify system the geometric parameters, including the mlc field shape, of the pt's right lateral beam were loaded into the anterior beam. There were 16 prior fractions delivered with the correct anterior beam. There was no historical record of any field changes in the pt's electronic chart, there were no changes requested by the radiation oncologist nor were any changes to this pt's treatment fields imported by the physics staff. Only the geometry block of the anterior field was changed. The radiation info was correct for the anterior field. Since the gantry angle was incorrect by 90 degrees the software correctly inhibited the treatment and the problem was found by the therapist. A new anterior beam with the correct geometry was created and the pt treated properly. The incorrect anterior field was saved and hidden to avoid use so that the vendor could investigate. The vendor was notified the same day.